Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user login issue was due to drive space. The technical support specialist deleted and recreated the database on the station; put the new database in simple mode and started the full synchronization with server to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not allow user to log in during shoulder replacement. The customer stated that they had a delay about 5 -10 minutes as they had to go to pharmacy to get the required medications cantonal and other medications for shoulder replacement. Customer added that the patient suffered harm due to urgent need of medication and propofol was the medical intervention to prevent harm.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system had a login issue with failure in database. The database was recreated with synchronization to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system did not allow user to log in during shoulder replacement. The customer stated that they had a delay about 5 -10 minutes as they had to go to pharmacy to get the required medications cantonal and other medications for shoulder replacement. Customer added that the patient suffered harm due to urgent need of medication and propofol was the medical intervention to prevent harm.